Event description:
Despite attempts to obtain additional information regarding the resolution/outcome of this event, none could be obtained.

Manufacturer narrative:
According to available information, this lead remains implanted and a revision procedure is scheduled. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that approximately one month post implant, interrogation of this right ventricular lead revealed all measurements were normal, however the pacing impedance was lower than previously and fluctuated and loss of capture was noted. In addition, increased threshold measurements were revealed. Lead dislodgement was suspected. A chest x-ray revealed a perforation had occurred. The patient was hospitalized and a revision procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.